Manufacturer narrative:
D9: device available for evaluation: no. ' analysis: for this complaint, for the alarming system error and stopping infusion, no device was returned to the service hub for analysis and evaluation. Therefore, no visual inspection and functional testing could be performed to determine if the device played a role in the adverse event. A 12-month review was not conducted as no serial number was provided. Gcm reached out to the customer for the service repair history, but no information was provided. Event logs were not provided. Conclusion: in conclusion since the device was not returned to the service hub for analysis and evaluation, no visual inspection and functional testing could be performed to determine if the device had a role in the adverse event. This event can not be confirmed.

Manufacturer narrative:
The device is available for investigation; however, has not yet been received. D4: unknown di due to no list or serial number provided.

Event description:
The event involved a plum duo. A medsun medwatch mandatory and voluntary report was received with MDR report # mw5167188 on 11-mar-2025, which stated: ¿this pump was running norepinephrine at 20mcg/min. Suddenly, the pump began alarming "system error" the norepinephrine gtt stopped infusing and the screen was frozen with this alert. The pump would not allow us to clear the alert, program the other side of the pump, or turn the pump off. The patient's blood pressure dropped significantly (40 points) while we tried to find another pump to reprogram the norepinephrine gtt. The pump was taken out of service, sequestered, and evaluated by biomedical engineering. Data from the pump was interrogated, however, the pump failed to log its own system error.¿ there was patient harm and there is a delay in therapy.